Manufacturer narrative:
The electronic device log file was provided for investigation. Since the special signature of the logged error codes during the period in question pointed to a malfunction of the subsystem "therapy control unit" a replacement of the particular pcb was recommended as a precautionary measure. The replacement had been performed by the local service organization and, the original pcb has been returned for investigation. The board was tested in an endurance run and exhibited the observed malfunction of rebooting twice during these 5 days. A reboot of the processors onboard the therapy control unit would incorporate a short-term outage of therapy functions for a maximum of 15 seconds. This will be brought to the operator's attention by corresponding alarms. After resuming processor operation the therapy will be continued with the previous settings. Dräger finally concludes that the workstation has responded to the malfunction of a single component/subsystem as designed - a reboot was performed to overcome the error condition and the appropriate alarm was posted. The repair exchange has fully solved the technical problem. No patient consequences have been reported for the particular therapy episode. Currently there is no indication for a trend in reboot failures for this type of board in the field.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the system rebooted during use. No patient injury reported.